Manufacturer narrative:
Added additional information to b.5 based on returned devices. Investigation is ongoing.

Event description:
During the pre-decontamination of the returned devices the liner tear was confirmed- 5.25" in length from the distal tip, 6" from distal tip and 1" in length. A strand in the liner tear region - approx. 0.5" in length, both sides connected. Hdpe stretching and damage along the area where strand is was observed. There was soft tip damage and distal tip damage to the sheath but the tip was not split, only stretched. Soft tip material was loose but still attached. A strand was observed approx. 5" from distal tip and 0.25" in length along with skiving of hdpe with one side attached. Deep scratches observed in areas where strands are present. Two bent struts on the inflow of the valve, both less than 90 degrees were noted. A small piece of the sheath hdpe material was stuck between both bent struts.

Manufacturer narrative:
The used valve was returned with the delivery system and sheath. It was exposed through the sheath liner. During visual inspection, two valve struts were observed bent outward approximately 45 degrees at the inflow. A small piece of hdpe was stuck in between the two bent struts. Gouges were observed on the flex tip. After the engineers expanded the valve, the valve frame appeared to be distorted. All the struts were exposed through the skirt since the valve was crimped and used. The valve leaflets appeared wrinkled due to the storage condition (prolonged crimping) during the return handling process. No functional or dimensional testing was able to be performed due to the device return condition. Imagery was provided and the access vessels were observed to be undersized (< 5.5mm), calcified, and tortuous. A strut was noted to be bent outward approximately 45 degrees at the inflow. Additionally, a small piece of blue material was caught on the bent strut. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿frame ¿ damaged ¿ during use¿ for the work order. A review of complaint history from june 2019 to may 2020 revealed other returned complaints for sapien 3 ultra valves with complaint codes for ¿frame ¿ damaged ¿ during use¿ was performed. The complaints were reviewed based on similar reported events and associated root causes / evaluation codes. For those complaints that were confirmed, no manufacturing non-conformances were identified. The occurrence rate for the month of may 2020 exceeded the control limit for the ¿valve damaged¿ trend category. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and supplemental procedural training manual were review for instructions relating to the complaint. The operator is instructed to inspect the valve for any signs of damage to the frame or tissue before use. If push force is high during advancement of the valve and delivery system, the physician may consider slightly pulling back the sheath 1-2 cm while advancing the valve and delivery system. If push force is still too high or the valve becomes stuck, the valve on the delivery system and sheath should be removed together from the patient as a single unit and replaced. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on the visual inspection of the returned device and provided imagery. No manufacturing nonconformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per imagery review, the patient had calcified, tortuous and undersized access vessels. The presence of tortuosity, calcification and undersized mld (minimum luminal diameter) can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. This can be evidenced by the gouges seen on the flex tip (see figure 7). So, if excessive force was applied to advance the delivery system with crimped valve, the valve could be damaged within the sheath. As such, available information suggests that patient factors (access vessel calcification/tortuosity/undersized mld) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required; however, a product risk assessment (pra) has been initiated to further investigate the s3u frame damaged issue and its associated risks. While there was no product non-conformance identified during evaluation, a review of complaint history for the month of may 2020 revealed that the occurrence rate exceeds the control limit for the ¿valve damaged¿ trend category. Of the complaints received, to date no device defects or manufacturing non-conformances were identified. As previously mentioned, a pra has been initiated to assess the patient risks associated with valve frame damaged during the use of the s3u valve with the commander delivery system and esheath configuration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12094. Investigation is ongoing.

Event description:
As reported, during a tf vinv tavr case (within a st. Jude surgical valve) a high amount of push force was needed to advance the crimped valve through the esheath. The frame of the 26mm s3 ultra was bent during insertion. The valve was pulled back into the esheath and both were removed as a unit. A 2nd esheath was inserted and a new valve and delivery system was successfully advanced. There was no harm to patient. The resistance was experienced about halfway down the sheath shaft. The loader was fully inserted. The delivery system was in the default position when the resistance was experienced. The insertion angle was not unusually steep. The vessel was not pre-dilated. After removal of the devices from the body, damage to the esheath was noted to the blue plastic that was caused by the valve and a piece of blue plastic is still stuck in the bent valve frame. The clear liner is also torn in two places. One appears to be caused by the valve being forced through after it was bent and the other appears to be towards the end of the sheath, likely caused when pulling the valve back into the sheath. The devices will be returned for evaluation.